Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the obtuse marginal branch. The vessel was a bifurcation with heavy calcification. Following the implantation of a 3.00 x 12mm synergy¿ drug-eluting stent, the patient experienced chest pain and discomfort, and st segment elevation was also noted. Angiography was performed and thrombosis on the previously implanted stent was noted. Intravascular ultrasound was not performed; haziness was noted on initial deployment. Two other implanted stents were not affected. That patient was given valium and recatheterized.